Manufacturer narrative:
The zoll icy catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the customer reported that the pinwheel on the start-up kit (suk) would not spin, however, the thermogard console roller pump was rotating. The flow of saline through the icy catheter (lot # unknown) did not improve after the patient was repositioned. The customer was requested to check the suk tubing and no kinks were observed. No saline was noted leaking and the saline bag was not empty. There were no air trap alarm messages displayed by the thermogard console. The console was checked and verified to be functional. The pinwheel on the suk would not spin when connected to the icy catheter in and out luers. The customer was asked to disconnect suk from the catheter. The pinwheel would only spin on a suk closed-loop, when not connected to the catheter. The customer was advised to replace the catheter. The patient's status information was requested but the customer did not provide a response.